Manufacturer narrative:
This complaint was investigated. Adc has identified a software defect for the freestyle librelink application for ios, version 2.10.0, in which the application upgrade was unsuccessful. This resulted in a period where users may not have received glucose results or may not have been alerted to low or high glucose alarms. Based on the investigation, the complaint is confirmed and no further investigation activities for this individual complaint are required. This issue was addressed in the field by adc (B)(4). The device model number populated in section d4 is for the freestyle librelink ios application, on market in the UK. This is same/similar to us freestyle librelink/freestyle libre 2 ios application part number 71733-01/71926-01. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An issue was reported with the adc application, version unknown, in use with an iphone 14 pro with ios operating system version unknown. A customer reported "getting a blank screen when scanning the application" and as a result, was unable to monitor their blood glucose. The customer experienced sweating and shivering and was unable to self-treat, requiring treatment of coca-cola from a healthcare professional. Adc has identified that following the release of the freestyle librelink (fsll) application for ios, v2.10.0, on (B)(6) 2023 (11am) in the united kingdom (UK), some users have experienced a situation where the application upgrade is unsuccessful, and as a result, they receive a white screen in the application user interface (ui). This issue does not affect users in the united states. This will result in a period where glucose readings and alarms will not be received, and historical glucose readings will not be accessible, as the previous fsll application, v2.8.1, was no longer available to users on the apple app store. This issue was addressed in the field by adc (B)(4) and was resolved in the field by the release of updated fsll ios application, made available in the apple app store in the UK on (B)(6) 2023. There was no report of death or permanent injury associated with this event.

Event description:
An issue was reported with the adc application, in use with an iphone 14 pro with an unknown operation version. A customer reported "getting a blank screen when scanning the application" and as a result, was unable to monitor their blood glucose. The customer experienced sweating and shivering and was unable to self-treat, requiring treatment of coca-cola from a healthcare professional. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The reported product is not expected to be returned as reporter indicated the device was discarded. A follow-up report will be submitted once additional information is obtained. The date the incident occurred is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. Physical investigation of product is not anticipated as reporter indicated device was discarded. Extended investigation will be performed per adc's established processes and procedures and a follow-up report will be submitted upon completion of all required investigation activities. All pertinent information available to abbott diabetes care has been submitted.